Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: three staplements were used (1 load of 60 and 2 of 45). It was noticed that the staplement with a load of 60 had an opening of the gastric wall. In the second half of the staplement, the staples stayed open. To correct the problem it was necessary to convert to an open surgery. A gastric stenosis was performed. The pt awaiting for exams and a possible re-operation. The event extended hospitalization of the pt.